Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely error code e224 occurred due to bad cable and connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited error code e224. The event occurred during inspection for use. There were no reports of patient involvement.